Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device brand, model, and lot details are unknown. Device brand name and PMA number for the protégé everflex self-expanding stent have been included in the report. Implant date: year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient caller has contacted medtronic to find out what stent was implanted so she can receive an MRI. The patient had been in the hospital for a cardiac issue but has since been released. The patient does not have an implant card from leg stenting procedure. The patient explained that the doctors office does not have record of what type, model # or lot # of implant. Patient explained that she went in for an outpatient procedure to stent her leg and the stent got stuck in her leg during the procedure and her leg lost blood circulation. The patient said she was rushed to the hospital to correct this procedure however the doctors office does not have record of what stent was implanted. She expressed that she would contact the implanting hospital for her records. Additional information received from the physician indicates the patient had a popliteal approach superficial femoral artery (sfa) intervention where a stent was inserted and partially deployed. The stent is assumed to be a medtronic or covidien stent. Stent deployment could not be completed and was removed. No stent was deployed in patient. There is no record of the stent as it did not deploy. The physician reported they lost flow and the patient was sent to the hospital for a bypass which was done by another physician. No further injury reported.